Event description:
A report received from the united states indicating that during service it was found that the device had a damaged neuro tip. It is not known if the device was used in surgery. It is also not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).